Event description:
It was reported that when the nurse entered the room, the ventilator that was connected to the patient, was displaying an apnea alarm and two technical errors. One indicating, "disabled valves" and the other a, "communication failure between the control and monitor printed-circuit boards" (pcb). The patient was bagged and the ventilator was replaced by another one. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Evaluation of received device logs confirm the reported technical error codes on the reported date of event. One of the codes indicated 'disabled valves' and the other a communication failure between the monitoring and the breathing sub-systems. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified by a generated high priority alarm and the corresponding technical error code. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue was most likely caused by a memory component failure on the control pc board, but the faulty component has not been determined.

Event description:
(B)(4).